Event description:
Related manufacturer reference number: 2017865-2024-33657. It was reported that an auto mode switch and episodes of high ventricular rate (hvr) due to non-physiologic signals were noted on the right ventricular (rv) lead and right atrial (ra) lead. Device reprogramming was made but several days later both leads were capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.